Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a linear opening, white calcification, brown particles, and flat creases. A leak test was performed and found one opening. A microscopic analysis identified: a sharp linear opening on the posterior side assessed as an unidentified (tear) opening and nicks. A dimension measurement in the shell was performed which identified the thickness was within specification. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as an unidentified (tear) opening the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.